Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that they attempted to place the patient on a new system controller as a conversion from the older system controller. When the percutaneous lead was connected, the pump would not reach set speed but was reading approximately 4000 rpm. The percutaneous lead was removed and reconnected with the same result. The patient was placed back on the first system controller.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.